Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 10/13/2015 to report that a (B)(6) female patient had a rash. The patient's rash was located under her left breast under the therapy electrode pad. Her skin was itchy and red. The patient also had a boil under the front of the garment under the clasps. The boil had burst open. The patient's pharmacist recommended an ointment for the patient to use. Follow-up indicated that the rash had improved and the boil had healed.